Event description:
Alleged event: it was reported that the catheter was found broken just before the y junction. No pt injury reported. The complaint was on catalog #170003-000060. However, this product is sold in the united states as catalog #170003060.

Manufacturer narrative:
(B)(4). No sample is available for the manufacturer to evaluate.